Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when presenting in the hospital, the patient experienced ventricular fibrillation (vf) episode. Undersensing was observed, and the issue of failure to convert rhythm was suspected. The patient was coded and revived with cardiopulmonary resuscitation (CPR). No programming changes were made since the patient¿s family opted to proceed with dnr order. The patient was recovering.